Event description:
Report rec'd that the pump did not hold the set 6 minute pt lockout. The pump was programmed to deliver 1 mg/dl morphine in the pca only mode with a 2mg pca dose, a 6 minute pt lockout, and a 30mg 4-hour limit. It was reported that when the recovery room nurse called report to the nurse on the receiving floor, she noted that the pt rec'd 14 mg of morphine in an unspecified time frame that when calculated out, indicated the pump did not hold the 6 minute pt lockout. There were no adverse pt effects reported and no medical intervention was required. Though requested, no add'l info was available.